Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient presented in the emergency room with loss of capture noted on the atrial lead. The reports showed an abrupt increase in the pacing threshold around (B)(6) 2021. Programming changes were made to restore normal parameters. There were no patient consequences.